Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and aris tot was implanted. The patient underwent another procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary problems and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal on (B)(6) 2011 due to severe stress incontinence and erosion. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with transvaginal urethrolysis.

Manufacturer narrative:
(B)(4) - urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with excision of previous sling mesh and cystoscopy.